Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k101880, device not returned.

Event description:
It was reported that the mount would not disengage from the implant ((B)(4)). Removal tools were requested to engage and remove the mount screw.

Manufacturer narrative:
An implant-mount assembly ((B)(4)) was returned for investigation. Visually inspected and photographed under magnification. The assembly was also functionally tested against the reported event. While the implant showed some minor signs of tooling damage, it did not present with signs of significant wear, damage, or deformation. The mount, however, seems to have been broken in half entirely. Based on the investigation of the available information and returned device, the malfunction and the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. Device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.